Event description:
The patient reported that for a week in 2009, she experienced elevated blood glucose of 300-400 mg/dl. She bolused through the infusion device to lower her readings. She believes the infusion device only delivered large boluses (2.0 units or more) that were programmed and not smaller boluses (0.5-1.00 units) that were programmed. She switched to her backup infusion device and her blood glucose returned to normal (80-100 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.